Event description:
It was reported that two pts developed aseptic meningitis within two weeks after the procedure was completed.

Manufacturer narrative:
(B) (4). The device has not been returned to the MFR.